Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: herniamed registry extraction ethicon securestrap and securestrap open in elective laparoscopic unilateral inguinal hernia repair (5-year follow-up). 2.4.1: intraoperative complications, intraoperative complications - total yes 25 1.5 0 0, no 1658 98.5 11 100, bleeding yes 14 0.8 0 0, no 1669 99.2 11 100, organ injuries yes 13 0.8 0 0, no 1670 99.2 11 100, vascular yes 3 0.2 0 0, no 1680 99.8 11 100, bowel yes 3 0.2 0 0, no 1680 99.8 11 100, bladder yes 4 0.2 0 0, no 1679 99.8 11 100, nerve (inguinal) yes 0 0 0 0, no 1683 100 11 100, others, yes 3 0.2 0 0, no 1680 99.8 11 100, 2.4.2: general complications, general complications - total yes 18 1.1 0 0, no 1665 98.9 11 100, fever yes 0 0 0 0, no 1683 100 11 100, urinary tract infection yes 0 0 0 0, no 1683 100 11 100, diarrhea yes 0 0 0 0, no 1683 100 11 100, gastritis yes 0 0 0 0, no 1683 100 11 100, thrombosis yes 0 0 0 0, no 1683 100 11 100, pulmonary embolism yes 2 0.1 0 0, no 1681 99.9 11 100, pleural effusion yes 1 <0.1 0 0, no 1682 >99.9 11 100, pneumonia yes 1 <0.1 0 0, no 1682 >99.9 11 100, copd yes 0 0 0 0, no 1683 100 11 100, cardiac insufficiency yes 0 0 0 0, no 1683 100 11 100, coronary heart disease yes 1 <0.1 0 0, no 1682 >9,.9 11 100, myocardial infarction yes 0 0 0 0, no 1683 100 11 100, renal insufficiency yes 0 0 0 0, no 1683 100 11 100, hypertensive crisis yes 2 0.1 0 0, no 1681 99.9 11 100, patient deceased yes 0 0 0 0, no 1683 100 11 100, others yes 13 0.8 0 0, no 1670 99.2 11 100, 2.4.3: postoperative complications, postoperative complications - total yes 38 2.3 1 9.1, no 1645 97.7 10 90.9, bleeding yes 20 1.2 0 0, no 1663 98.8 11 100, seroma yes 17 1.0 0 0, no 1666 99.0 11 100, prolonged ileus or obstruction yes 1 <0.1 0 0, no 1682 >99.9 11 100, bowel injury / anastomotic insufficiency yes 0 0 0 0, no 1683 100 11 100, wound healing disorder yes 5 0.3 1 9.1, no 1678 99.7 10 90.9, infection yes 0 0 0 0, no 1683 100 11 100, 2.4.4: complication-related reoperations, complication-related reoperations, yes 8 0.5 1 9.1, no 1675 99.5 10 90.9, 2.4.5: recurrence, pain and complications on 5-year follow-up, recurrence on 5-year follow-up* yes 41 2.4 1 9.1, no 1642 97.6 10 90.9, pain on exertion on 5-year follow-up yes 98 5.8 2 18.2, no 1585 94.2 9 81.8, pain at rest on 5-year follow-up yes 45 2.7 2 18.2, no 1638 97.3 9 81.8, pain requiring treatment on 5-year follow-up yes 28 1.7 1 9.1, no 1655 98.3 10 90.9, trocar hernia on 5-year follow-up yes 4 0.2 0 0, no 1679 99.8 11 100, secondary hemorrhage on 5-year follow-up yes 14 0.8 0 0, no 1669 99.2 11 100, seroma on 5-year follow-up yes 18 1.1 0 0, no 1665 98.9 11 100, infection on 5-year follow-up, yes 8 0.5 0 0, no 1675 99.5 11 100. This is for ethicon inc. A copy of the clinical evaluation form is being submitted with this regulatory report.